Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse diagnosed the host-pc and found that the host-pc hard disk indicator was not lit. The fse attempted to restart the host-pc using the power button, but the host-pc did not respond. The fse determined that the cause of the malfunction was a defect in the host-pc. The fse solved the issue by replacing the host-pc. The returned part was analyzed and confirmed that the host-pc was defective. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.